Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a visipro to treat a 30mm severely calcified lesion with 95% stenosis in the proximal right common iliac artery. A non medtronic 6fr sheath and a non medtronic 0.035 180cm guidewire was used. No embolic protection was used. There was little tortuosity and the diameter of the vessel was 8mm. There was no damage to the device packaging and no issues noted when removing the device from the hoop/tray. The device was prepped as per IFU with no issues. The device did not pass through a previously stent, no resistance was encountered and excessive force was not used. It was reported that the stent dislodged during re-positioning and the balloon was only half the way over imposed on the stent. There was no patient symptoms or complications and no patient injury reported. The procedure was completed with no issues.

Manufacturer narrative:
Additional information: the stent was not retrieved from the vessel. Another stent was implanted. If information is provided in the future, a supplemental report will be issued.